Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath for evaluation. Visual examination revealed one sheath tab was separated from the sheath. A portion of the sheath body remained within the hub. The separation points appeared rough and jagged. One blue score line was also partially separated/torn. The total length of the sheath body measured to be 4" which is within specifications of 3 and 7/8" - 4 and 1/8" per product drawing. A manual tug test confirmed the remaining tab was fully secured to the sheath body. A device history record review was performed on the lot provided with the sample. No relevant findings were identified. The IFU provided with this kit instructs the user, "grasp tabs of peel away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length". The customer report of a separated sheath tab was confirmed by complaint investigation of the returned sample. One sheath tab was separated from the sheath. A portion of the sheath body remained within the hub. The separation points appeared rough and jagged. The sheath body was also torn along the score line. Based on the condition of the sample received, the root cause of this complaint is deemed manufacturing related. A non-conformance was initiated to further investigate this issue.

Event description:
It was reported the white end piece snapped off the sheath when trying to peel away the sheath. No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the white end piece snapped off the sheath when trying to peel away the sheath. No patient injury or harm reported. The patient's condition is reported as fine.